Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system showed a shock impedance of 150 ohms, and a defibrillation threshold (dft) test was performed. During induction, the first shock at 65 joules was not effective. However, the shock at 80 joules reduced the ventricular fibrillation (vf). Shock impedance was 116 ohms. The physician did not want to obtain an x-ray and did not wish to intervene again, as the shock at 80 joules was effective. No other adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.